Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that there was a line through the display screen. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 06/06/2014. Device evaluation: the device has been returned and evaluated by product analysis on 06/03/2014 with the following findings: there were no lines going through the display. The display was clear and legible.